Event description:
Clinical study. It was reported that 188 days post index procedure, in-stent restenosis was reported. The target lesion was located in the left proximal internal carotid artery with 90% stenosis and was 10 mm long with a 4.4 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 0%. Stroke scale performed the next day was 0. The pt was discharged the next day. At 188 days post index procedure, the pt had a carotid duplex scan which revealed that the stent in the left internal carotid artery had evidence of 70% or greater stenosis at the stent site. Risk factor modification and further eval in 6 months was recommended. Per core lab ultrasound report of study dated (2008) the study stent was patent. The pt was seen for a 12-month follow-up visit. Stroke scale performed at this time was 0. The pt had a protocol required 12-month ultrasound done that noted a 69% target lesion stenosis (left proximal internal carotid artery). A carotid duplex scan performed the same day revealed 50-69% stenosis in the proximal and distal portions of the left internal carotid. A core lab ultrasound report dated 2009 revealed the study stent was patent. No action was taken and the event was considered not recovered/not resolved.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. As no device was received for analysis, it is not possible to perform any inspections on the device. Upon review of available information related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. It was not possible to determine a definitive cause of the reported stent restenosis; however, the most probable root cause is considered anticipated procedural complication.